Event description:
The customer called for help with his new contour meter. He performed control tests using the sample bottle of test strips that came in his meter kit and received a result of 231 mg/dl. The normal control range for that bottle was 100-139 mg/dl. The customer also performed control test using another bottle of test strips and received a result of 293 mg/dl. The normal control range for the second bottle was 100-138 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The product info for the sample bottle of test strips is: contour test strips (10). Product code 9507b, lot number 7fc3c57, MFR date 6/2007.